Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of xrays. The x-ray image provided confirmed the presence of a metallic foreign body located in the femur. The subject pin was returned. Visual inspection of the device confirmed the pin had a broken tip. Per the complaint description, the pin's tip broke in the far femoral cortex. The far femoral cortex is the second cortical surface encountered when drilling bi-cortically. Drilling the references bone bi-cortically is the recommended surgical technique. A possible root cause for the broken reference screw include any exaggerated stress applied on the screw. However, this cannot be verified with the information available. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported one of the tips of the 150mm cas pins broke off in the far femoral cortex of the patient during either insertion or removal. Tip of the pin was found using fluoroscopy. No additional information available.